Event description:
Customer reported a delivery issue involving replacement adc freestyle test strips to be used with his omnipod insulin pump. At the time of the original call, customer had five different test strips that are involved in the recent recall. Customer initially called regarding replacement of affected test strips on (B)(6) 2014. It was further reported that "4 or 5 days after (his) call on (B)(6) 2014" he experienced a "semi-coma" and a loss of consciousness. Customer's wife administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: five separate mdrs are being filed for this one serious injury event; each one reporting on a different affected test strip lot number. Mdrs filed after the initial one will reference the previously submitted mdrs linked to this event. Previously submitted: MDR no: 2954323-2014-00489 (test strip lot no: 1365921) submitted on 05/05/2014. Previously submitted: MDR no: 2954323-2014-00496 (test strip lot no: 1367917) submitted on 05/06/2014. Previously submitted: MDR no: 2954323-2014-00502 (test strip lot no: 1373262) submitted on 05/06/2014. Previously submitted: MDR no: 2954323-2014-00504 (test strip lot no: 1374907) submitted on 05/06/2014. The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The actual date when the medical event occurred is unknown. Note: freestyle lite test strips are not compatible for use with the omnipod system. All pertinent information available to abbott diabetes care has been submitted.